Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the wrench would not easily pass the grommets and seat in the setscrew. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).